Event description:
A caller reported an issue with the pump's touchscreen, which was not responding correctly and prevented activation of the desired areas, leading to a lockout situation. There was no adverse impact on the customer¿s blood glucose level as a result of this issue. Technical support provided guidance to perform a complete pump reset, which the caller completed successfully, resolving the touchscreen responsiveness problem.